Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to stress urinary incontinence and hypermobile urethra.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat bladder leakage and mesh was implanted. It was reported that following insertion, the patient experienced pain, urinary problems, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient experienced pelvic pain, urinary urgency and frequency and underwent excision of urethral sling/cystoscopy on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary incontinence, frequency, some decreased urinary stream and urinary urgency. (B)(4) some decreased urinary stream.

Event description:
Details: it has been reported that following insertion the patient experienced urinary incontinence, frequency, some decreased urinary stream and urinary urgency.